Event description:
It was reported by the customer that they responded to an 87 year old female at 4:31 pm in 2008. The pt had no cardiac history. The crew attached defib pads onto the pt, however, were only seeing dashed lines on the monitor. They put limb leads on the pt and observed that the pt was in a shockable rhythm. The attempted to shock, but the device would not charge. They scrolled through all the leads in an attempt to see paddles lead, however, still observed only dashed lines. They also changed the defib pads and attempted to charge the defibrillator but could not. An AED at the scene was then used but the device reported that the pt was in a non-shockable rhythm. The pt was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and observed that the connector jack, designator j24, of the therapy connector cable assembly, designator w11, that connects to the defibrillation transfer relay was disconnected. Physio replaced the therapy connector cable assembly and then observed proper device operation through functional and performance testing. The device was retuned to the customer for use. Physio further evaluated the replaced assembly but did not observe any discrepancies and could not determine how connector j24 disconnected.